Event description:
A (B)(6) man who came in with severe stroke symptoms. Carotid and right middle cerebral artery with thrombus. Recanalized successfully. During the procedure a small metal marker that has a shape of a ring and located at the tip of the microcatheter detached from the catheter and migrated distally. Presume stuck in small vessel in the brain.